Event description:
Per medwatch report from ikaria: "a female infant was born in 2007 with a weight of 3.6 kilograms. She was delivered via cesarean section due to fetal distress. She required transfer to another facility for aortic arch reconstruction and a norwood procedure. On seventeen days later, the infant was discontinued from extra corporeal membrane oxygenation (ECMO) and placed on inomax at 20 parts per million for the treatment of pulmonary hypertension. On the next day, the gas outlet line from the jet ventilator became disconnected. The infant developed brachycardia. Inovent had a high nitric oxide level alarm (over 24 parts per million and rising) and was placed on manual standby. Her spo2 was below 60%, heart rate and blood pressure decreased. She was hand bagged with inomax and 100% oxygen. The staff found the tubing leading to the injector module saturated with water. The staff did a low range purge of the line and a calibration. The infant experienced hypotension resulting in cardiopulmonary arrest. Resuscitation efforts were unsuccessful. The infant expired on the same day." Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.